Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon was trying to check the tension of tka with scorpio nrg insert trial #3 12mm. At that time, the tension was very good. Therefore, the surgeon inserted the nrg bearing insert #3 12 mm onto the tibial component. However, the tension was too loose. Therefore, the surgeon used the nrg bearing insert #3 15mm instead of it."